Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. The complaint description indicates an ¿extra-large foam dressing was used with ez plus pump on large necrotizing fasciitis case. The pump setting was set at 120 mm/hg, continuous, with no y connection or bridging involved. The soft port was applied towards distal end of large wound (towards knee) instead of in middle of wound area; assume to capture drainage moving down the leg. The nurse found the dressing and the soft port was not compressed. She found a blood clot above the black foam and beneath the transparent film in the upper part of the wound area toward the hip. The canister was not full and no alarm sounded to indicate block or leak. Unknown how long dressing was not compressed. Chief complaint is failure of pump to recognize block or leak¿. The negative pressure therapy (npwt) involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and provide a definitive root cause of the event described. When negative pressure is achieved, the dressing appears compressed with a resin-like texture. When the dressing is not compressed, it is possible that the pressure at the wound site has decreased either due to presence of a forming blockage at the soft port. However, if admitted air and exudate are still reaching the canister, an alarm will not be triggered. An alarm will be triggered within 3 minutes if a blockage has fully occluded the fluid handling pathway and air and exudate are not sensed by the device. Most possible root causes for the dressing not compressed are: blockage caused by clotting at the head of the soft port with blood clots/exudate or by pieces of loose transparent drape cut during preparation of the wound site or hole cut in the transparent film not the size as recommended in the user guide. Regarding pump not alarming, possible root causes may include: system was drawing enough air through the quick-click connector and canister connection. System was drawing enough admitted air through the fluid handling pathway, loose antimicrobial filter insertion; caused a minor air leak between pump and canister filter hose or a combination of all. Without additional information, it is not possible to determine a definitive root cause of the problem experienced. There is no indication of risk or harm to the patient by the event description provided. Review of the risk analysis file ((B)(4)) renasys ez plus was reviewed for the following sequence of events: filter not fully inserted or comes loose, alarm does not sound for blockage or canister full leading to maceration risk rating occasional c2 med risk and a probability rating range between 1:1001 to 1:10,000. Local infection risk rating occasional a2 med risk and a probability rating range between 1:100,001 to 1:1,000,000. The results of the complaint investigation were undetermined with the event information provided. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labelling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios than can occur in clinical settings which may impact alarm functionality. The complaint is recorded and any similar issues will be monitored through the complaint system. This complaint will be reopened and investigated if more product information is received at a later date. Without additional information, no corrective actions are warranted at this time. (B)(4).

Event description:
Failure to alarm: patient with extra large foam dressing used with ez plus pump on large nec fac case. Soft port was applied nurse found dressing was not compressed and that soft port was not compressed and she found a blood clot above the black foam and beneath the transparent film in the upper part of the wound area toward the hip. Canister not full. No alarm sounded to indicate block or leak.